Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2020, patients were given closed venous indwelling needle for enhanced CT examination. When the contrast agent was injected with a high pressure syringe, the original heparin cap rubber part of the y-joint suddenly fell off, resulting in the same indwelling needle and air pressure, the contrast agent leakage, the examination was interrupted, and the new contrast agent was replaced for re-examination.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2020, patients were given closed venous indwelling needle for enhanced CT examination. When the contrast agent was injected with a high pressure syringe, the original heparin cap rubber part of the y-joint suddenly fell off, resulting in the same indwelling needle and air pressure, the contrast agent leakage, the examination was interrupted, and the new contrast agent was replaced for re-examination.